Event description:
Reporter indicated that patient had an increase in seizure, but could not determine if the seizures were above or below the patient's pre-vns baseline level because he just recently started treating the patient. Reporter additionally indicated that the patient's output current was going to be reduced to a level where he had better seizure control. Good faith attempts for more information are currently being made.